Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) was recorded on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.